Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system it was found that there was liquid leakage at the y-shaped interface of the closed needle-proof venous indwelling needle. The nurse carefully inspected and replaced the new closed-type needle-proof venous indwelling needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at y-port during preparation of infusion. Defected product didn't used.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8106253. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. One retain sample from the same lot passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system it was found that there was liquid leakage at the y-shaped interface of the closed needle-proof venous indwelling needle. The nurse carefully inspected and replaced the new closed-type needle-proof venous indwelling needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed leakage at y-port during preparation of infusion. Defected product didn't used.